Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the programmer failed five link electronic module (lem) board-related functional tests on the vxi tester. It was noted that a different lem was tried and the programmer then passed three of those tests. It was noted that the lem would be saved for failure analysis and that case parts were worn. The programmer was to be scrapped. Concomitant medical products: product ID: 229047, software analyzer. (B)(4).

Event description:
The programmer was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.